Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american (B)(6) female patient underwent a revision breast augmentation with a 425cc mentor memorygel breast implant and experienced right-sided wound infection postoperatively. The patient suspects that her right breast might be infected, since her right breast appears to be having inflammation, liquid, a fever, and pain. The patient hasn¿t been consulted with a healthcare professional yet. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On april 06, 2023, mentor received additional information. On (B)(6) 2022, the patient underwent unilateral breast implant removal without replacement of the right breast implant due to right breast complications which included; baker grade iii capsular contracture, prolonged seroma, ruptured right implant, and right breast implant exposure. Since the aforementioned liquid was not reported to be due to an infection, but instead a seroma, wound infection is no longer applicable to this file on (B)(6) 2023, the patient underwent a revision surgery. A right-sided 450cc mentor memorygel boost breast implant was implanted in the vacant right breast (no implant was present from the removal on (B)(6) 2022), and a left-sided removal and replacement procedure was performed with a 430cc mentor memorygel boost breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2022, mentor was notified that the patient was diagnosed with baker grade iii capsular contracture of the right breast during an in-office visit with a medical professional. Subsequently, she underwent removal without replacement on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: wound infection, capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On september 07, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 19, 2022, mentor became aware that information was inadvertently omitted from the second supplemental. As a diagnosis of capsular contracture was provided, known inherent risk of device should have been included. On september 21, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.3 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4). In the second supplemental, h6 investigation conclusions should have included known inherent risk of device (d12) as capsular contracture was added to the file.

Manufacturer narrative:
On june 15, 2023, mentor completed a reevaluation on the returned device per the newly reported complications. Mentor conducted leak testing and microscopic examination of the returned device. Leak testing was performed, in accordance with mentor procedures, and no additional areas of gel exposure were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Manufacturer¿s reference number: (B)(4).